Manufacturer narrative:
Bad updated based on the servicemax case (B)(4). Evaluation method code updated.

Event description:
It has been reported that during a patient use event, the device was unable to be used.